Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: simon biner, md article title: hemodynamic impact and outcome of permanent pacemaker implantation following transcatheter aortic valve implantation journal title; american journal of cardiology 2014: 113(1):132-7: 10.1016/j.amjcard.2013.09.030 earliest date of publish used for event date in b3. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the evaluation of the clinical and hemodynamic impact of permanent pacemaker implantation after transcatheter aortic valve implantation (tavi). All data were collected from a single center. The study population included 230 consecutive patients predominantly female; mean age 83 years, 201 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: permanent pacemaker implant, av block, left bundle branch block (lbbb), right bundle branch block (rbbb), heart failure and atrial fibrillation. Multiple manufacturers were noted in the literature; other than 55 permanent pacemaker implants in corevalve patients, a direct correlation could not be made between the other observed adverse events and medtronic product. No additional adverse patient effects were reported.